Event description:
As reported by sales rep, a PICC unit was implanted at florida hosp. After the pt went home, they were being treated by a home aide. The aid attempted to remove the PICC, but was not able to remove it. No serious complications to the pt occurred. Attempts to obtain add'l info on this event and the sample status are on-going.

Manufacturer narrative:
No device eval has been conducted as the used catheter has not been returned for eval. Attempts to obtain add'l info on the event and status of the used device are on-going. A f/u medwatch will be submitted at the completion of the investigation.